Event description:
During surgery, the plasma endometrial ablation was initiated and with 95 seconds remaining, an error code 002 appeared indicating a defect with the device. The minerva device was replaced, and the remaining ablation was successfully performed. The minerva representative was present in the operating room when this occurred.